Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) pocket was revised as a portion of the system had begun eroding through the skin. Monitoring voltage was 2.56 v and charge time was 13.1 seconds. A longevity estimate was requested. This device is included in the mid life display of replacement indicators advisory population. Technical services discussed that when the device reaches 2.53 v, elective replacement indicator (eri) will be declared if charge time does not go below 13.1 seconds. Remaining longevity was estimated at one to two years. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.